Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due the device was malfunctioning for an unknown reason. The ipp was removed and replaced with a tactra penile implant since the patient wanted a malleable device. No information about the patient's outcome was provided. No more information is available at the moment.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due the device was malfunctioning for an unknown reason. The ipp was removed and replaced with a tactra penile implant since the patient wanted a malleable device. No information about the patient's outcome was provided. No more information is available at the moment.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Visual inspection and functional testing of the ams 700 device confirmed the reported allegation of device malfunction. One of the cylinders exhibited bulging due to broken fabric threads as well as a hole in the inner tube due to wear at a buckling fold. Product analysis therefore concluded cylinder bulging as the probable cause of the event, as bulging could affect the functionality of the device. The ams 700 device components were visually inspected and functionally tested. There was a leak in one of the cylinders that was the result of sharp instrument damage consistent with explant damage. This was considered a secondary failure. The cylinder also had broken fabric threads and a hole in the inner tube, which resulted in a bulge when inflated due to fluid between the inner and outer tubes. This hole was attributed to wear at a buckling fold. Product analysis concluded bulging as the most probable cause of the reported device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.